Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
On 11/04/2024, the radboud universitair medisch centrum sent information about a complaint regarding a gav 2.0 (fx281a). No patient complications were reported. The cause of the complaint is the narrowing of the peritoneal drain. The valve will be returned to the manufacturer for investigation.

Manufacturer narrative:
Due to the limited information and the missing product, the investigation is restricted to traceability of manufacturing and quality control data. An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the gav 2.0 shunt system, our traceability indicates that all valves of the batch were in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final conclusion on the suspected slower outflow is only possible with an examination.

Event description:
No sample was returned for evaluation.